Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: d8; d9; g4; h2; h3; h6 and h11. Corrected fields: e1-address 2 ¿ (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had incompatible scope error e315. The issue was found during a reprocessing. There were no reports of patient involvement.